Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 4/17/2024. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed assessed 1 opening as unidentified (tear) opening. ¿ valve leak and/or damage: no observed. ¿ as per the investigation procedure, particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.